Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient driveline disconnect events resulting in system stops that appeared consistent with user error. The controller event log files contained events from 04apr2023. The file captured three transient driveline disconnects. Following the events, the pump regained speed and resumed normal operation without issue. No other notable events or alarms associated with the pump were captured. The left ventricular assist device (lvad) event log file contained events from 02apr2023 through 04apr2023. The file contained events consistent with the driveline disconnects confirmed via the controller event log files. No other notable events were observed, and the pump appeared to function as intended. The patient remains ongoing on hm3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook is also available. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 of the handbook, ¿alarms and troubleshooting¿, contains information regarding all system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Related mfrs: 2916596-2023-02049. 2916596-2023-02050. 2916596-2023-02051.

Event description:
It was reported that the log file review captured a pump off on (B)(6) 2023 at 9:11:40 due to the driveline being disconnected. At that time, the system was operating on the backup battery. The patient reconnected to the controller @ 9:43:58 then disconnected @ 9:48:45. The driveline is than reconnected @ 9:49:25 and again disconnected @ 10:03:02. The driveline remains disconnected from the backup controller to the end of the event log file. The event file from the original controller shows the driveline was reconnected on @ 10:07:58. The pump was off for an estimated 37 minutes. The other pump parameters also returned to normal ranges for the remainder of the log file. It was later communicated that it was unknown why the patient was disconnecting their driveline. The patient was re-educated on appropriate times to exchange controllers.